Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 0002648920-2018-00095-1.

Event description:
The information provided on this form was previously submitted under manufacturing report number 0002648920-2018-00095-1.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Concomitant medical products: femoral component precoat cat#: unk, lot#:unk , nonaugmentable stemmed tibial component cat#: unk, lot#:unk, prc agmt block dist sz e 5mm cat#: 00599003510, lot#: 60358870, all poly patella cat#: 00597206535, lot#: 63474123 . Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient is experiencing instability and pain eight months after initial knee arthroplasty. It is further reported the patient is hyperextending 5 degrees, has flexion of 110 degrees, extended knee has a total of 5 degrees side movement and in 30-40 degrees flexion a total of 10 degrees side movement. Further, in 90 degrees there is approximately 1 centimeter of shuffle loosening. The patient is doing strength exercises to improve the adverse event. No revision procedure has been reported to date.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Cmp-(B)(4). Updated: this supplemental medwatch was re-reported to include the new information which stated that the bearing should be reported on and not the tibial and femoral until after the revision due to the statement that there is a "planned insert change, but have to be prepared for full revision". If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient will be reassessed for a possible revision in about a year. The doctor is planning for an insert change but prepared for full revision.